Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Neonate. Although requested, patient demographics not provided.

Event description:
The customer reported that during a gravity infusion, when flushing an atrial line with d10-1/2 normal saline at 2.5 ml in the cicu on a neonate, the back of the filtered set leaked. Although requested, no other details were provided.

Manufacturer narrative:
The customer¿s report that back of the filtered set leaked was not confirmed however the set did leak from the female luer. Visual inspection of the set noted a crack in the female luer wall on the opposite end of the injection gate of the filter extension set. The location of the luer gate on the female luer (below the ¿wings¿) indicates that this female luer was manufactured after the change order that moved the injection gate to a lower location to help mitigate and prevent female luer cracks. No tool marks or signs of over torque were observed. Functional testing confirmed leaking from the cracked female luer. The source of the leak is due to a crack in the female luer component. The root cause of the crack could not be identified.

Event description:
The customer reported that the back of the filtered set leaked while flushing a gravity infusion of d10-1/2 normal saline at 2.5 ml on an arterial line on a neonate in the cicu. Although requested, no other details were provided.